Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (response button damaged) was confirmed. Upon investigation the rear response button cover was missing making it difficult to activate response buttons. The root cause for the missing cover excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.